Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. The device remains implanted and unavailable for return to the manufacturer for analysis; however, patient medical op note has been received and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. This study is ongoing and device / procedure relatedness determinations can be re-adjudicated by independent reviewers / physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
As reported through the lvis pas clinical study, event description: residual aneurysm filling following first stent placement (index procedure) requiring second stent placement. Additional event description: 79-year-old female patient underwent angiography for follow-up of her single lvis stent embolized 3-aneurysm complex on the left carotid, followed by placement of a second lvis stent on post operative day 70 to treat residual filling. Imaging did show complete occlusion of the largest of these aneurysms, the one with documented growth and of greatest concern, with just the initial stent. Due to residual filling of only the carotid cave aneurysm, she received the second stent. The procedure was uncomplicated, and she tolerated it well, with anticipated discharge in approximately 1 day. Her next office visit will be scheduled in 1 month for skull films. Site reported as sae, grade 3, with outcome of resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
A detailed medical review of the provided operative note revealed that during the follow-up of an initial single lvis stent embolization procedure, angiography revealed the presence of residual aneurysm filling. A second lvis stent was successfully implanted in a later procedure with the procedure reported as uncomplicated and well-tolerated by the patient. Based on the review of available data, the relationship of the reported residual aneurysm to the initial lvis stent cannot be ruled out; however, the data reviewed does not provide the circumstances as to why residual aneurysm filling occurred. No device malfunction was reported and/or no device malfunction was reported as the cause of the reported event. Without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have contributed to the reported event.

Event description:
As supplemental report is being submitted to report evaluation findings. See h11.